Event description:
Omnipod 5 controller stopped communicating with pod during evening meal. I restarted the pod, and rather than attempting to communicate with the pod, it (the controller) deactivated the pod during meal time when insulin was being delivered. I attempted to call tech support omnipod, the man who took my call experienced difficulties of his own, and the call was disconnected. No one from tech support contacted me despite having my contact information.